Event description:
The patient fell sustaining a fractured, right hip. The device was involved because, reportedly, when she stood after toileting, the seat stuck to her skin lifting the chair from the floor and the right front wheel fell off. Consequently, when she went to sit back down, the chair tipped and the patient fell. The patient was hospitalized for surgerydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: material degradation/deterioration, telemetry failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.